Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a bipap device's sound abatement foam. The patient alleged hypoxia that resulted in a cerebrovascular accident (cva). Patient also alleged severe headaches. The patient was hospitalized in response to the reported event. This notification was reviewed by the pms clinical expert due to the patient reporting went to emergency room for lack of oxygen to the brain and was kept overnight where they did with a light stroke after a MRI. Her left side of brain was affected which caused issues to right side of her body. Patient is experiencing severe headaches. Then she was rushed to the hospital last night with a severe headache. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. There is insufficient information related to: device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. However, the light stroke event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Operational testing showed the unit provided airflow. Secondary findings: slight black contamination at the blower seal of the the blower box and it is consistent with the keratin contamination. Eight errors were found. Pil found slight black contamination at the blower seal of the the blower box and it is consistent with the keratin contamination. Pil found no evidence of sound abatement foam degradation/breakdown the manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section e1 e-mail address was captured and section d8, d9, h2, h3 and h6 were updated in this report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop hypoxia that resulted in a cerebrovascular accident (cva). The patient was hospitalized in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.